Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak emanating from the shear valve area of the coulter lh 780 hematology analyzer. Customer reported that the leak was not contained within the diluter. Customer reported that fluid leaked onto the counter. Customer reported that the volume of the leak was greater than 5 ml and clear in color. Customer reported that the leaked fluid could be diluent or retic clearing solution. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found dried residue on the shear valve was not allowing the valve to line up properly and caused the leak. The fse cleaned the shear valve which allowed the shear valve to line up properly and resolved the leak.

Manufacturer narrative:
Bec (B)(4).